Manufacturer narrative:
The device was returned and an investigation is anticipated. This report will be updated when the investigation is completed.

Event description:
It was reported that there was substance that looked like blood coming out of the handpiece while it was being cleaned. There was no pt involvement or adverse consequences related to this event.